Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the keypad was intact without damage. On testing, the up arrow and down arrow buttons had intermittent response. The remained of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons. The display screen was noted to be faded with pink contrast. A test screen was attached to the pump and illuminated properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This complaint is not being reported because the patient continued to use the damaged and this misuse did not cause or contribute to an adverse event.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the buttons had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.